Event description:
"Caller alleged discrepant results compared with the ref. Meter. Results as follows:" date: (B)(6) 2014. Inratio: 1.1. Doctor's meter: 2.4. Date: (B)(6) 2014. Inratio: 1.8. Doctor's meter: 1.3. Date: (B)(6) 2014. Inratio: 1.5. Doctor's meter: 2.3. Results on (B)(6) 2014 were 4 hours apart. Results on (B)(6) 2014 were immediately after one another. Results on (B)(6) 2014 were immediately after one another. On (B)(6) 2014 testing was performed on doctor's inratio meter then pt was given some of doctor's strips to test on her meter four hour later. On (B)(6) 2014 testing was performed using the doctor's strips on both pt's and doctor's meter. On (B)(6) 2014 testing was performed using pt's strips on her meter and doctor's strips on doctor's meter. After getting the inratio reading below 2 on (B)(6) 2014, pt was prescribed lovenox shots for 3 days.

Manufacturer narrative:
Investigation pending.